Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® urine complete cup kit there was an issue with leakage from the seal of the lid to the cup if the cup is slightly tilted.

Event description:
It was reported with the use of the bd vacutainer® urine complete cup kit there was an issue with leakage from the seal of the lid to the cup if the cup is slightly tilted.

Manufacturer narrative:
The following fields have been updated due to corrected information: date of event: (B)(6) 2018.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® urine complete cup kit there was an issue with leakage from the seal of the lid to the cup if the cup is slightly tilted.